Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported a speaker malfunction. No patient or customer harm was reported.